Event description:
It was reported while using the bd max instrument erroneous results were obtained. The customer stated that the curves were flat and irregular, resulting in seven false positive results. Upon repeat, the results were negative. There was no patient impact reported.

Manufacturer narrative:
H.6. Investigation summary the complaint of "false positive results" was reported against the bd max instrument catalog number 441916, serial number ct1217 used in conjunction with 445003 - sars-cov-2 assay for bd max¿ system. The complaint against the instrument was unable to be confirmed by bd engineering. The investigation consisted of a review of the service notes pertaining to the incident, a customer database review, and a review of related instrument complaint trending data. The root cause of the problem is unknown but suspected to be contamination based on the database review. The bd max instrument risk file was also reviewed. No specific line item was identified as the root cause is suspected to be sample/user workflow related. No new trends, risks, or hazards were identified and no corrective actions were initiated as a result of the complaint. Bd quality will continue to closely monitor for trends with associated problems.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using the bd max instrument erroneous results were obtained. The customer stated that the curves were flat and irregular, resulting in seven false positive results. Upon repeat, the results were negative. There was no patient impact reported.